Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced low blood glucose. The customer¿s low blood glucose was 49 mg/dl. The customer was treated with food and glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode or smart guard was not automatically delivering insulin at the time of low blood glucose event. The customer reported that they did not believe insulin pump was over-delivering. The insulin pump will not be returned for analysis.